Event description:
A power source alert 07 was reported, and despite efforts to resolve the issue using different adapters and charging cables, the pump did not begin charging. There was no adverse impact to the customer¿s blood glucose level. The customer used an insulin pen as a backup while tandem technical support arranged for the pump to be replaced.